Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes (including sterilization processing) were met and followed, with no issues identified.

Event description:
The pt had her second miradry treatment on (B)(6) 2014. She contacted the clinic on (B)(6) 2014 concerning her right underarm, stating it was not normal and painful. In an email on (B)(6) 2014, she reported two holes in the underarm. The physician prescribed an antibiotic and a topical ointment as a precaution. On (B)(6) 2016, the clinic reported a biopsy showed ulcer, with propionibacterium aches.